Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in three episodes of (relapsed) peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. Four days after the onset, the patient was hospitalized for the event. On the same day as event onset, the patient was treated with vancomycin (1 gram, intravenous, every 48 hours for 13 days) and ceftazidime (intraperitoneal, every 48 hours for 4 days, dose not reported) for peritonitis. Four days after the onset, the patient was hospitalized for the event. It was reported the patient was discharged 13 days after event onset without symptoms. Pd therapy was ongoing. Twenty days after hospital discharge the patient experienced abdominal pain and cloudy effluent and was hospitalized for the peritonitis. The same day, the patient was treated with vancomycin (1 gram, intravenous, every 48 hours for 21 days) and ceftazidime (intraperitoneal, every 48 hours for 4 days, route not reported) for peritonitis. Twenty-one days after hospital admission the patient was discharged without symptoms. Pd therapy was ongoing. Approximately 15 days after hospital discharge, the patient experienced abdominal pain. The same day, the patient was hospitalized and began treatment with vancomycin (1 gram, intravenous every 48 hours for seven days). The following day pd therapy was discontinued. Two days after the onset, the pd catheter was removed. Two days later the patient began hemodialysis therapy. Seven days after hospital admission, the patient was discharged and oral amoxicillin-clavulanic acid treatment was started (ongoing). At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.